Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) found the battery voltages were in specification at 25.5vdc, but the 'lmd reached' status in the service menu indicated 'fail' and 'total nominance available capacity' was at 16.7amp hours (ah) and not rising to the expected 18ah. This causes a ¿battery needs servicing¿ battery error message because the batteries were starting to fail. When logs were reviewed by the fsr and technical support, it was found that a few months before, the batteries were depleted. This could have attributed to premature battery failure. The fsr replaced both batteries with new batteries and reset the system 1 which resolved the issue. The system now meets manufacturer's specifications and is ready for clinical use. Defective batteries were returned to the manufacturer for evaluation. The product surveillance technician (pst) confirmed one of the two returned batteries was out of specification for conductance. It measured 14 siemans (s) instead of the required 375s. This prevented the batteries from properly charging. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the monitor of the unit displays a service message "battery needs service". The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the status message: "battery needs service, full back up may not be available" was posted on the central control monitor (ccm) during cpb. This message instructs the user that the battery is not able to hold the maximum charge and may not be able to supply power (during loss of ac power) for the specified time of 60 minutes. The operator manual instructs users to complete the case and then contact terumo service when the procedure is finished and the system is available for servicing. This customer followed that instruction and informed terumo service after the case. The case was completed successfully, without delay and without associated blood loss. There was no loss of ac power during the case and thus the battery was not utilized. No harm was observed.